Manufacturer narrative:
Quality-safety evaluation of ptc received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had years of pain and bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. She was submitted to multiple surgeries to try to remove the device and ultimately had to have her uterus, cervix, and fallopian tubes removed. The reported events are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, considering events' nature and in the lack of alternative explanations, causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. The product technical complaint analysis resulted in an unconfirmed quality defect. No active follow-up will be pursued, as this case was identified via news article.

Event description:
This is a spontaneous case report received from a consumer of unspecified age via news article in united states on 11-apr-2016 who had essure (fallopian tube occlusion insert) inserted in 2013. She reported she had experienced years of pain and bleeding. She had to undergo multiple surgeries to try to remove the device and ultimately had to have her uterus, cervix, and fallopian tubes removed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had years of pain and bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. She was submitted to multiple surgeries to try to remove the device and ultimately had to have her uterus, cervix, and fallopian tubes removed. The reported events are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, considering events' nature and in the lack of alternative explanations, causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified via news article.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.